Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the rear tip extender kit was found with a foreign object inside the sterile packaging. The device was immediately taken off the field and not used.

Event description:
According to the available information the rear tip extender kit was found with a foreign object inside the sterile packaging. The device was immediately taken off the field and not used.

Manufacturer narrative:
It was reported that a foreign object that looked like either a white hair or a shaving discarded from plastic molding was found inside the rte packaging on the tray retainer. The unit was removed from the sterile field immediately upon the discovery of a foreign object, so the device was not implanted. The unit was sent back for evaluation. The unit was inspected upon receipt to characterize the foreign material. The object appears to be a plastic monofilament with glue on the bottom. Ftir conducted on the filament indicated it was a zein polymer, likely from a clothing fabric, but the exact origin of the monofilament could not be confirmed. The object was found inside the sterile packaging which indicates that the object may have been inadvertently introduced into the tray during the device packaging. All units are continuously inspected by the packaging operators and 100% inspected by qc following tray sealing per vv-0199806 - packaged product inspection. In this case, the fiber in question was not detected during the inspection. The packaging and qc leads have been made aware of this complaint, and the information was cascaded down to their respective teams